Manufacturer narrative:
The impella cp was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy. During support, the pump fell out of the ventricle an attempted repositioning. During attempted re-advancement over the aortic valve, the pump "folded" in the aortic root. A snare was required to straighten and remove the device. The pump was then re-inserted without further issue.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Per an analysis clinical details and results of the investigation, "the clinical states the physician tried to wirelessly cross the valve which is against the IFU 0048-9007". The impella device is not indicated for wireless re-access. The root cause is improper technique. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6.